Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the united states of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. The following was reported during a call with baxter customer services. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized for the event. The cause of peritonitis was unknown. Treatment was not reported. The patient recovered. The even of peritonitis was unrelated to baxter products.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1of 2 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number: h12e06010. An exception was noted for the batch but does not indicate any issues related to the complaint. A batch review was conducted for potentially associated lot number: h12c17053. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.